Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to impedance issues. The crt-d and this right ventricular (rv) lead were replaced. No additional adverse patient effects were reported.